Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported 4 sensors (unk,unk,unk,unk), and all sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: an adc freestyle libre user reported "freestyle libre failed to operate- I have been using these for over 3 years. I know how to use and apply them to my arm properly. I have had 2 complete failures in the last 2 months, plus one failure after 1 and a half days in the last 2 months. I apply to my arm. I activate it. Per the manufacturers instruction, readings are not available for the 1st hour. On 2 applications, the device started up properly. After 1 hour, I try to take a reading and the error message comes back that the device is not working, apply other device. 1 time the device worked for a day and a half and then quit abruptly. It is supposed to work for 14 days. Abbott has a helpline, but it is little help. They have people from foreign countries answering the phone who keep asking for information that is not available. (They want to know about error messages and their devices don´t retain any messages) they keep you on the line for 20 to 30 minute. Every time that you give them an answer, they put you on hold for 5 to 10 minutes. They are reading from a script and if you are not following the script, you will suffer by longer and longer times on hold. Abbott´s devices should not be failing this often. There is some kind of lack in oversight of production. Too many device failures of this cgm that the FDA has approved." However, customer did not report any adverse event associated with the reported issues. There was no report of death or permanent injury associated with this event.